Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 127808 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the luer nut on the extension set is very "sticky" and tough to adjust and attach to the needle." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿sticky¿ luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one intraosseous (io) needle extension set. Light usage residues were observed within the male luer adapter. Attachment of the extension set to non-complainant accessories was successful and unremarkable. Attempts to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed at the connection points with non-complainant accessories. Tactile inspection of the sample revealed resistance when manipulating the male luer adapter locking collar. Microscopic inspection of the sample confirmed white crystalline residue within the male luer adapter. Some resistance was encountered when manipulating the male luer adapter locking collar; however, the exact root cause of that resistance was not identified. It appeared that residue accumulation within the luer adapter may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the luer nut on the extension set is very "sticky" and tough to adjust and attach to the needle." No other information was provided.